Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper/middle abdomen using coolcore applicator, to the bilateral flanks using coolcurve+ applicator, to the lower abdomen using coolmax on (B)(6) 2015, and to the lower abdomen using coolcore applicator on (B)(6) 2016 who developed paradoxical hyperplasia (pah/ph) after treatment and was diagnosed with ph to the upper abdomen on (B)(6) 2017. Ph was described as fat has been observed to be abnormally distributed and distinct.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper/middle abdomen using coolcore applicator, to the bilateral flanks using coolcurve+ applicator, to the lower abdomen using coolmax on (B)(6) 2015, and to the lower abdomen using coolcore applicator on (B)(6) 2016 who developed paradoxical hyperplasia (pah/ph) after treatment and was diagnosed with ph to the upper abdomen on (B)(6) 2017. Ph was described as fat has been observed to be abnormally distributed and distinct.

Manufacturer narrative:
In original medwatch, one of two correction removal numbers was incorrect. Additionally, one correction removal number was missing. All three correction removal numbers include: z-1346-2022, z-1347-2022, z-1348-2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper/middle abdomen using coolcore applicator, to the bilateral flanks using coolcurve+ applicator, to the lower abdomen using coolmax on (B)(6) 2015, and to the lower abdomen using coolcore applicator on (B)(6) 2016 who developed paradoxical hyperplasia (pah/ph) after treatment and was diagnosed with ph to the upper abdomen on (B)(6) 2017. Ph was described as fat has been observed to be abnormally distributed and distinct.

Manufacturer narrative:
Corrected data: h.6. Updated to include type of investigation code b13.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper/middle abdomen using coolcore applicator, to the bilateral flanks using coolcurve+ applicator, to the lower abdomen using coolmax on (B)(6) 2015, and to the lower abdomen using coolcore applicator on (B)(6) 2016 who developed paradoxical hyperplasia (pah/ph) after treatment and was diagnosed with ph to the upper abdomen on (B)(6) 2017. Ph was described as fat has been observed to be abnormally distributed and distinct.